Event description:
The technician alleged the bed moves with the brakes engaged. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster, brake steer caster, brake steer pedal weldment, brake steer pedal pad, steer pedal button and the brake pedal button to resolve the issue.